Manufacturer narrative:
Screw fragment should have been removed with a re-set tool.

Event description:
Screw fractured inside the implant. Therefore implant needed to be removed. (No implant problem).